Manufacturer narrative:
Section h3, h6: additional information received by the reporter has identified that this event should be re-evaluated for MDR reporting. The new information states that part of the r3 straight shell impactor was the strike plate which goes out of the patient. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during a thr surgery, an r3 straight shell impactor broke at the welding point to shaft. All pieces were removed and accounted. The procedure was resumed, without any delay, using the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).